Event description:
The customer contacted physio-control to report that the connector on their internal defibrillation paddle assembly was broken and would not properly connect to their device. The device would not detect the internal defibrillation paddle assembly. Without proper connection of the cable, the device would not be able to deliver defibrillation therapy if needed.there was no patient use associated with this event.

Manufacturer narrative:
(B)(4). New information for follow-up medwatch report: physio-control examined the returned internal defibrillation paddle assembly but was unable to duplicate the reported issue. Physio observed that the spring lock was missing from the assembly which caused it to lose some tension, but that they still attached to the device and defibrillated when prompted during testing. The customer was provided with a replacement internal defibrillation paddles assembly.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.